Event description:
The patient reported that in early (B)(6) they had a seizure and fell and caught their back on a chair. This caused their implant site to start bleeding again. Their doctor thought it was fine but it had been taking a long time to charge since then. They were unable to charge their implantable neurostimulator (ins) since (B)(6) 2016. They tried charging the ins and saw a reposition antenna screen. Repositioning the antenna did not resolve this issue. They worked with a manufacturer representative and it was noted that their recharger was not finding the implant. The patient last felt stimulation a couple of days prior to the report and they last charged about a week prior to the report. The patient was implanted for peripheral neuropathy and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.